Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). A review of the device history records has been requested. The investigation confirms traces of corrosion on the surface. We assume that these are caused by residue from the cleaning and sterilization processes. Please note that the bending iron requires very careful treatment. Particular attention should be paid to ensuring the instrument is dried thoroughly immediately after processing and stored in a completely dry location. The instruments large surface area means that there is a greater risk of corrosion caused by cleaning agent residue than with our other instruments.

Event description:
Discoloration on the instrument. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 11/22/2010. Manufacturing documents were reviewed and no complaint related issues were found.